Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced continuous elevated blood glucose levels. An exact value was not provide. The customer declined to provide further information and declined to troubleshoot with tandem technical support.